Manufacturer narrative:
Unit received motor error alarms during rewind and motor position encoder error alarms confirmed in history file due to motor encoder signal out of phase. Unable to perform displacement test due to excessive motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was performed. The device was returned for analysis.